Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The action taken with dianeal and extraneal therapies were not reported. On an unreported date, the patient experienced peritonitis. The cause of peritonitis and the treatment given was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The exact date of onset of this peritonitis episode is unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. No device malfunction or use error was identified.